Manufacturer narrative:
It was reported that a revision surgery was performed about four years post implantation due to patient pain in the groin. CT and MRI confirmed mass into pelvis. Intra operative was noted blackness around trunion and pitting on cemented exeter stem. Large mass excised along with large hematoma. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device batch information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A review of the complaint history for the listed part revealed prior complaints for the listed failure mode. The lot is unknown for this part. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Surgeon commented that the adverse event happened most likely due to the stem/head combination, rather than acetabular shell side. Three of the four components were not smith and nephew components. The clinical information provided of the blackness around trunnion and pitting and the large mass may be consistent with a reaction to metal debris. However the source and the root cause cannot be determined with the available documentation. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed on july 6 due to the patient showing signs of pain in the groin. A CT and an MRI confirmed a mass in the pelvis. Intra operative noted blackness around trunion and pitting on cemented exeter stem. A large mass was excised along with a large hematoma. The corin cup and dm liner were replaced.